Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope did not display the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inspection by disassembling the device confirmed that the image sensor unit cable was kinked at the bending section. The kink above may have caused breakage or short circuit of output signal wires which led to the image abnormality. The following may have caused the kink: stress applied to bending section by inserting trocar obliquely, withdrawing trocar while bending the device; massive external stress applied to the image sensor cable such as excessive twisting, bending of universal cord, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.